Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and low out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
During a device upgrade procedure this lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.